Event description:
It was reported by the sales representative that while attending a conference he met with md. Md stated that he had a pt, a few days prior, intra-aortic balloon (iab) was inserted in cath lab. It appeared under fluoroscopy that the iab did not unfurl fully at the distal 20%. The pump was turned off and on in an attempt to ensure proper unfurl of iab; this was unsuccessful. Md took a 60cc syringe and manually inflated the full 60cc. Iab did fully unfurl, pt was transferred to another hospital.

Manufacturer narrative:
Sample will not be returned for evaluation.